Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h10 visual examination of the returned product identified signs of repeated use; nicks, gouges, scratches, wear and strike marks. Inspection confirms the strike plate has fractured at the threads and all the pieces were returned. Visual inspection of the returned product to verify item and lot number. Dimensional analysis was performed to measure the rc hardness of the strike plate. It was found to be conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. As the strike plate was confirmed to the nature of the device fracture, this is no longer considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Procode: phx . Product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was found to be broken when preparing for surgery. Additional information on the reported event is unavailable at this time.